Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina, myocardial infarction, and restenosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
(B)(4) 2014: subsequent to the initial medwatch report, the following information was received: the intimal dissection and vessel spasms noted after placement of the first 2.5x28mm xience xpedition were reportedly induced by the non-abbott guideliner. The vessel spasms noted after placement of the second 2.5x28mm xience xpedition stent were also reportedly induced by the non-abbott guideliner. The patient also received medication as treatment on (B)(6) 2014.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: (2) 2.5x28mm xience xpedition stent. The two rx xience xpedition 2.50 x 28 mm stents mentioned are being filed under separate manufacturer report numbers. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, during a mid-left anterior descending (lad) coronary artery stenting procedure, a 2.5x28mm xience xpedition stent was placed. After, an intimal dissection and vessel spasms were noted. A second, 2.5x28mm xience xpedition stent, was placed as treatment. After, vessel spasms were again noted and treated with intra-coronary nitroglycerine and a third, 3.0x23mm xience xpedition stent, was placed completing the procedure. The patient was discharged home the following day. On (B)(6) 2014, the patient presented to the emergency room with elevated cardiac enzymes, chest pain, target lesion stent re-stenosis in all three previously implanted xience stents, and a non-st elevated myocardial infarction (nstemi). The patient was hospitalized and on (B)(6) 2014, a revascularization procedure was performed placing a non-abbott stent proximal to the target lesion at the mid-lad and balloon angioplasty was performed on the re-stenosed stents within the mid-lad. Additional balloon angioplasty was performed at the mid and proximal right coronary artery (rca), non-target vessel. The nstemi resolved on (B)(6) 2014 without additional sequela and the patient was discharged home. There was no additional information provided.